Event description:
It was reported during a device change-out for normal eri, noise was observed when the lead was connected to the new device causing intermittent pacing inhibition. Patient has chronically high thresholds, but lead measurements were stable. The device was reprogrammed. The lead remains implanted. Patient monitoring will continue.

Event description:
New information received notes that programming changes were made. Subsequently, multiple episodes of non-sustained rv oversensing due to noise oversensing were observed. No programming changes have been made at this time.